Event description:
Per medwatch mw5174634/mw5174635: "apl valve set to minimum, failed to release airway pressure during spontaneous breathing during bag mode. Throughout procedure clinician had to release the airway pressure by removing rebreathing bag to prevent potential barotrauma to patient. Evac line was checked during procedure to verify there was no occlusion in line and was verified to be working correctly. Hospital bio med cleaned the breathing system and performed test and returned to service."

Manufacturer narrative:
The end user cleaned to breathing system to resolve the issue. There was no ge healthcare repair. Block a: no patient information provided to date. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.